Event description:
It was reported that the patient's ipg became inoperable following an unrelated procedure on (B)(6) 2023, prior to which the ipg was not set to surgery mode. A manufacturer representative was able to recover the ipg.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.